Event description:
It was reported that three days post uneventful rx acculink stenting procedure in the left internal carotid artery, the patient died. The patient was found unresponsive on the bed in her home. The death certificate lists the causes of death as coronary artery disease and chronic obstructive pulmonary disease. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.